Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the image issue experienced by the customer was associated with the camera controller unit (ccu). The ccu calibrates and adjusts the brightness levels of the video image from the two high magnification camera heads. The ccu then feeds the image through the video synchronizer to the surgeon's console and assistant monitor. The system was repaired by replacing the affected camera controller unit. As of (B)(4) 2010, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that while starting a da vinci s surgical procedure, the surgeon placed his head into the surgeon side console and experienced a black image in the left eye. With the assistance of an isi technical support engineer and the clinical sales representative onsite, the site replaced the camera head and camera cable, however, the black image in the left eye continued to occur. The patient was under anesthesia and the port incisions were made when the surgeon decided to complete the planned procedure using traditional open surgical techniques. No adverse outcome or injury was reported.